Event description:
It was reported during a routine follow-up for device check, premature battery depletion was observed. Technical services was contacted, and reviewed the disk analysis. The premature depletion was confirmed, and replacement was recommended. At this time no action has been taken, and the device currently remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up for device check, premature battery depletion was observed. Technical services was contacted, and after review of the disk analysis, were able to confirm the premature battery depletion. Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.